Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed; blood was pooling on the floor underneath combi set lines and the blood pump assembly. The machine did not alarm. The patient was dialyzing on a fresenius 2008t machine with a fresenius optiflux 160nre dialyzer and fresenius combi set bloodlines. The cm reported that one of the ¿little triangle shaped spring-loaded holders¿ beneath the blood pump had fallen off during treatment. The function of the holder is to keep the bloodline tubing in place. An exact leak location was not identified, and the cause of the leak was unknown. The cm suspected the bloodline had a tiny crack (or tear) in it. The cm mentioned the possibility that the bloodline tubing incurred damage when the holder fell off. However, the combi set was inspected for damage and nothing visible was found. Following the blood leak, the treatment was halted and the patient¿s blood was not returned. Estimated blood loss (ebl) was approximately 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. Following the incident, the machine was pulled from service for evaluation. The biomedical technician at the facility replaced the bloodline holder and then put the machine through functional testing. The machine passed all functional testing and was subsequently returned to service. The combi set was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.